Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the newly installed central station was not providing an alarm tone at the central station. There was no patient incident.